Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low". Suspected cause was due to the customer¿s settings requiring adjustments. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.